Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The lens was cut in half and explanted and there was a tear in the capsular bag. The association between this event and the iol is not known. Additional information has been requested.

Event description:
Add'l info was provided by the reporting surgeon that indicates the initial report regarding a torn capsular bag was incorrect. The surgeon was not able to adequately visualize the intraocular lens (iol) in the cartridge prior to insertion. As a result, the iol damage was noted after the lens been placed in the eye. As previously reported, the lens was removed and replaced. The pt developed postoperative cystoid macular edema requiring a fluorescein angiogram. The surgeon feels this problem may be related to the use of the delivery system during the initial implant surgery.